Event description:
A nurse contacted lifescan (lfs) in 2005 alleging that the patient's meter was set to the incorrect unit of measurement (uom). The patient went to the physician's office and tested on the lfs meter and received a 6.8 mmol/l (112 mg/dl). The reading on the physician's meter was 118 mg/dl. The patient did not receive any medical treatment. The patient was unable/unwilling to verify if the meter was previously set to the correct uom. Customer care agent (cca) assisted the patient in setting the meter back to mg/dl.